Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for initial implant of the right ventricular lead. During the procedure the pacing impedance measurement was low. The lead was removed, and an attempt was made reposition, however the pacing impedance was less than the lower limit. The procedure was successfully completed with a replacement lead. The patient was stable.